Event description:
A complaint was rec'd from a customer that reported when they used excel off brand reagent they rec'd erratic results. They stated that at 6:29am they rec'd a blood value of 25 mg/dl. At 6:31 am their blood glucose reading was 155 mg/dl and at 7:19 am their reading was 83 mg/dl. These result were all taken from different finger punctures. The difference between these readings if acted upon could be clinically significant. While on the phone a review of the system was attempted. The customer refused to assist in the testing of the system and simply wanted it replaced. The unit will be returned for eval. In the meantime a replacement unit was provided.